Manufacturer narrative:
(B)(4). The customer reported an etco2 malfunction message. There was no negative patient impact. The device was evaluated by a philips field service engineer. Replacement of the etco2 module resolved the reported symptom. The device passed all testing and was returned to service.

Event description:
The customer reported an etco2 malfunction message. There was no negative patient impact.